Event description:
It was reported via repair work order that the scale is inaccurate due to malfunctioned footend right and headend left load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.